Event description:
Additional information received from a manufacturer representative (rep) on 2017-apr-17 reported that the pump status at time of surgery, which was the reps first time meeting the patient, the interrogation read that pump was at end of service (eos). Rep confirmed with the healthcare professional and the healthcare professional's office that they were aware of the status. They said they were and that the patient had not complained of any symptoms of increased pain or withdrawal. It was noted that the rep was returning the deice today (2017-apr-17). Tracking information was provided. It was noted this information was confirmed by the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-17. The pump was returned to the manufacturer for analysis. It was noted on the paperwork received with the device that the patient was (B)(6) for (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Correction- eval code-result does not apply. It was reported in manufacturer report number 3007566237-2017-01346, follow-up 004. References the main component of the device system; the other relevant components include: product ID 8840, serial# (B)(4), product type programmer, physician. Analysis of the pump found that there were no significant anomalies with the pump. There was eos due to time progression. Eval code-result on the pump updated. Eval code-conclusion on the pump updated.

Event description:
Information was received from a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 12.5mg/ml for a total dose of 1.75mg/day via an implantable pump for no known indication for use. It was reported on 2017-apr-05 manufacturer representative (rep) was present at a scheduled pump replacement. Rep interrogated the patient's pump and realized it had reached end of service (eos) on (B)(6) 2017. Rep told the healthcare professional (hcp) and it was stated that the hcp was aware that the pump had reached eos. The hcp stated that the patient did not have any symptoms of withdrawal or increased pain. The hcp decided to decrease the daily dose from 2.498mg/day of dilaudid to 1.75mg/day of dilaudid. Prior to pump replacement the patient was receiving 12.5mg/ml for a total dose of 2.498mg/day , and after pump replacement the patient was receiving 12.5mg/ml for a total dose of 1.75mg/day of dilaudid. It was noted that the hcp office stated they did not get the patient into surgery before the eos date. It was noted that the issue was resolved at time of report and patient's status at time of report was "alive- no injury." It was noted the patient was also taking hydrocodone. It was noted that neither the patient nor the hcp complained about the eos, but that it was just reported due to the fact that the pump had reached eos prior to pump replacement surgery. It was noted that the pump was replaced on (B)(6) 2017 and will be returned for analysis. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information received from manufacturer representative on 2017-apr-26 reported the serial number of the 8840 used to determine that the pump had reached end of service was (B)(4). No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.